Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed. Tech services could not confirm that the device was intermittently showing a white screen. Tech services performed a series of test on the monitor and baton including wiggling the baton cable to check for shorts - no problem found. They repeated all tests multiple times with no failures. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl baton 3-4, the device was intermittently showing a white screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.